Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient experienced a syncopal event and was in a car accident. Telemetry recorded four seconds and six seconds of pacing inhibition. Threshold measurements were 1.0v. Device evaluation identified there were no stored episodes in the logbook and noise could not be re-created. A boston scientific sales representative performed programming changes which included turning off minute ventilation (mv), turning on right ventricular automatic capture (rvac) and fixed sensitivity at 2.5mv. No adverse patient effects were reported.